Manufacturer narrative:
Evaluation, results: failure to deliver stent and stent deformation. Results and conclusion: calcified lesion, stent damaged by the guide catheter during retraction. (B)(4).

Event description:
The physician attempted to deliver an integrity rapid exchange (rx) stent to a calcified lesion; however, due to the calcification, the stent could not cross. Upon removal of the device it was noted that the stent had become damaged due to the angulation of the guide catheter. Further dilatation of the lesion was carried out and another integrity stent was successfully implanted. The physician has indicated this was a difficult case and the patient is well. No other clinical sequelae reported.